Manufacturer narrative:
Unit received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose 26.4 mmol/l. The customer stated that the symptoms related to high blood glucose such as positive results in ketones test and abdominal pain. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that they performed all tests and insulin pump passed all of it. The insulin pump was returned for analysis.